Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformance's noted. The reported events are physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture, capsular contracture, baker grade iii, and seroma-late.

Event description:
Healthcare professional reported "decrease in the volume of the right implant is observed, with multiple folds and abundant liquid with fibrin bands in the periphery of the implant that may suggest rupture of the right implant", "symmetry in the volume of the breasts at the expense of the right breast with increased volume", "presence of abundant amount of liquid peripheral to the implant", "pain", "chronic seroma", and "clinical capsular contracture baker grade iii". This record is for the right side. The device remains implanted.